Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed an infection that was treated with oral antibiotics (type dosage and duration not reported). Subsequently the patient developed swelling, skin overgrowth and granulation tissue at the abutment site. On (B)(6) 2013, the site was injected with 1% lidocaine with epinephrine and a longer abutment was placed. The patient was prescribed clindamycin 4 times a day for 1-2 weeks. The implanted device remains.